Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill notifications. Reportedly, the cartridge was filled with 100 units of insulin. The customer's blood glucose level ranged from 220-230 (mg/dl). The contact added insulin to the existing cartridge and completed the load process successfully.